Event description:
Right atrial (ra) lead exhibited lead impedance warning and intermittently undersensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).